Manufacturer narrative:
Initial reporter, occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The report indicates that the device was used off-label. The IFU states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Do not use this device for any purpose other than stated intended use." The reported failure mode of the tip detaching is associated with off label use of the device for dilation. The IFU states, "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook soehendra stent retriever. The following was found on the maude database under MDR report number 9627134: the stent retriever was used off-label during an ercp. When the device was removed from the patient, it was noticed the screw tip had broken off. While the report did not specify if patient required additional medical procedures due to this event, the report did indicated it was not an adverse event. Therefore, we can conclude that this information does not reasonably suggest the patient was adversely impacted.